Event description:
Related manufacturer report number: 3006705815-2022-14784, 3006705815-2022-14785. It was reported that the patient's wound was not healing correctly post-implant on (B)(6)2022. As a result, the physician explanted and replaced the ipg the same day. During the procedure, it was noted that the patient's leads had also migrated, so they were repositioned during the same procedure.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.